Event description:
Additional information was received that surgery occurred to explant and replace the ipg, which resolved the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following an unrelated procedure in (B)(6) 2020 in which the system may not have been placed into surgery mode as recommended. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. As a result, surgery may occur to address the issue at a later date.